Event description:
This rv lead was implanted on (B)(6) 2010 and was explanted on (B)(6) 2018 due to product performance issue. The physician was dr. (B)(6) at (B)(6) general hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).